Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was not getting any relief with the implantable neurostimulator (ins). The patient had pain in her lower back, and there were 4 pain patches across her back to help with the pain. This was considered a sudden change in therapy/symptoms. The ins had helped for 2 weeks after implant and then right after the patient went to the healthcare professional¿s office for reprogramming and now the patient was not getting any relief. It was noted that the patient had been in a few times after that and felt the pain was getting worse. It was also reported that, if she sat too long, it would be sore and hurt around the battery area. In addition, the patient felt stimulation in her ribs/lungs, and it was ¿kind of sore.¿ the stimulation was too high and it was attacking her rib area when she adjusted it. The stimulation had stopped for a week, and then it was back up to the rib area again. The patient met with two manufacturer representatives in (B)(6) 2015, and they did the adaptive stimulation settings. The ¿lying down¿ and ¿sitting up¿ positions were adjusted, and then ¿something happened¿ since then. It was noted that there was no further information regarding what was that ¿something.¿ additional information received from the manufacturer representative reported that the manufacturer representative became aware of the patient¿s rib stimulation during a routine office visit in (B)(6) 2015; the manufacturer representative was not made aware of the issue in (B)(6) 2015. During the visit in (B)(6) 2015, the manufacturer representative saw the patient to reprogram the device due to the stimulation. The manufacturer representative clarified that the patient did not comment to the manufacturer representative regarding stimulation in the lungs. The patient via the manufacturer representative reported stimulation was felt in the rib area when she was seated; she did not have the sensation while standing or walking. The manufacturer representative only decreased the pulse width. It was noted that the patient was short-waisted and tended to have poor posture in that she hunched forward. At the reprogramming session in (B)(6) 2015, decreasing the pulse width had resolved the issue, and the patient had left the clinic pleased with reprogramming. No outcome, interventions, or further troubleshooting was reported regarding the sudden change in therapy/symptoms. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included spinal pain.